Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: at 100 watts setting, there is only 54 watts output.